Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report is two of two complaints that pertain to the same event (MFR report # 3005099803-2021-02326 and MFR. Report # 3005099803-2021-02329). It was reported that a contour ureteral stent was used during a stent placement procedure to help protect the ureter as the patient underwent abdominal surgery on an unknown date. The patient was intubated in the ICU prior to procedure. During the procedure, two contour ureteral stents were implanted bilaterally and failed to coiled. Both stents were left implanted in the patient. On an unknown date both bilateral contour ureteral stents slipped out of the patient and had to be retrieved via cystoscopy by the physician.